Event description:
This companion 2 driver was not supporting a pt. During a routine system check, it was observed that when companion 2 driver s/n (B)(4) was switched on, the initial syncardia logo screen stayed on the display, and it was not possible to view the menu. The driver was pumping but could not be turned off unless the power plug was disconnected and the external batteries were removed. This alleged failure mode poses a low risk to a pt because the issue was observed during initial boot-up while performing a system check, when the companion 2 driver was not supporting a pt. In addition, this alleged failure mode would not prevent the companion 2 driver from performing its life-sustaining functions. The companion 2 driver has been returned to syncardia for eval. The results of the investigation will be provided in a supplemental MDR.